Event description:
It was reported that during an ovarian resection procedure, the hand switch did not work well. Dr. Pushed hand switch, but the device was sometimes not switched on. Another device was used to complete the case. There was no adverse consequences to the patient.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.